Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling horrible and experienced dizziness. It was noted that the right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted and replaced. The right atrial (ra) lead exhibited intermittent capture, unstable thresholds, high thresholds, diminished p-waves and dislodgement. The ra lead will be revised in the future. The implantable pulse generator (ipg) exhibited premature battery depletion. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.